Event description:
During the follow-up of the device involved in this MDR report, an episode recorded in device memories showed an atp therapy which was delivered successfully, despite no atp therapy was programmed.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.